Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider states the end user alleges the chair will veer to the right and then the chair shut down. Provider states he is not able to power on the chair, the chair will do nothing.